Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualisation of black particles, there is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged visualization of particles. The patient alleged shortness of breath. Section h6 health effect - clinical code: 1816 was missing in the previous report, which is correctly updated in this follow-up report.